Manufacturer narrative:
(B)(4) date sent: 12/10/2021 additional information was requested and the following was obtained: another device harmonic from another lot has been used to finish the procedure. The white pad got detached but stayed on the device. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during an unknown procedure the white part of the tip of the device came off. The device was unusable.

Manufacturer narrative:
(B)(4). Batch #: v95e75. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.